Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. In addition, pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
H11 additional manufacturer narrative the implant date is known only as (B)(6) 2021. Therefore, (B)(6) 2021 is being used to calculate the minimum implant duration. The subject device was returned for evaluation. Customer report of stenosis was confirmed. X-ray demonstrated moderate calcification on all three leaflets and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Host tissue overgrowth fused all three leaflets by approximately 2mm at all three commissures on the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Multiple sutures remained attached to the sewing ring. Silicone and sewing ring were cut off and exposed the metal band around leaflets 1 and 2 on the inflow aspect. The cut-off sewing ring fragment was not returned with the valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis, and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from sweeden this valve model 7300tfx29 implanted in mitral position was explanted from a 68-year-old patient after an implant duration of three (3) years and nine (9) days due to stenosis and insufficiency (gradient at rest through the mitral prosthesis 12mmhg at 65 beats/min, leakage degree 2/3). As reported, the patient presented with heart failure and shortness of breath during light exercise. A mechanical valve was implanted in replacement. Reportedly, the patient was noted as to be dischaged home.